Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient stated they were bleeding from a sensor insertion for about 12hrs. The patient stated they went to the hospital where bandages and gauze was used to try and stop the bleeding. The patient the doctor changed the bandages every 30-60 minutes from 8:00am-8:00pm. The patient was also given blood clotting medication. At the time of contact, the patient¿s bleeding had stopped. No additional patient or event information is available.